Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A new battery was purchased, therefore the device will not be returned for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number (B)(4) was confirmed (reference: MDR number 3006260740-2019-01407).

Event description:
Per biomed - unit has experienced abrupt shuts when unplugged for power source. They are having to keep the machine plugged into a power outlet during procedures.